Event description:
Patient was revised to address a fractured femur and movement of stem (right side).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of ther results of this investigation once it has been completed.